Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the male patient had a right knee replacement on (B)(6) 2009. Approximately 13 years and 7 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023; diagnosis: failed right knee arthroplasty secondary to tibial loosening and massive osteolysis. Findings consistent with polyethylene-induced synovitis. A synovectomy was performed. It was clear that the tibia had failed into varus with significant medial bone loss. There was delamination of the tibial polyethylene. There was an area of massive osteolysis under the anterior trochlea that had already been appreciated by the CT scan. There was also significant osteolysis of the medial femoral condyle. The patient was transferred to the pacu in stable condition without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d6a, h6 MDR section codes updated/corrected: a, b, c, d, e, g the reason for the revision reported cannot be confirmed from the information provided but may be the result of tibial loosening, loss of range of motion, subsidence/migration, and prosthesis wear. Or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.